Event description:
Event as reported by the user: we're having an ongoing and concerning problem with the sapphire pump where the bag of epidural solution empties before the vtbi indicated on the screen is complete and then with an empty bag of epidural solution the pump continues to run, draws air into the system, and then alarms. The pcea settings were as follows: continuous infusion rate of 13 ml/hr; bolus volume of 10 ml every 20 minutes; vtbi of 92 ml. Our epidural bags contain 100 ml of epidural solution, so it has always been our practice to set the vtbi a few mls less than 100 ml. The tubing was manually primed with epidural solution, which should be about 6 ml of epidural solution. When the screen indicates a vtbi of 14.3 the bolus cord is activated. After the screen indicates that 4.4 ml of the 10 ml bolus has been delivered the bag runs dry, air is drawn into the system, and the air alarm goes off. When the pump is paused the screen indicates that the vtbi is 9.8 ml with 45:22 minutes of time left to complete the infusion even though the bag of epidural solution is empty." Add'l info received from customer (in response to q core questions): pt was involved but no human harm was caused; software version installed on the device is 11.50; the pressure (occlusion) sensor setting is 5.8 bar; administration set used: epidural; set without filter; catheter used: 19 gauge b braun parafix catheter; did you experience any alarms at the beginning/during/at the end of the treatment, if so, please detail the alarms and their occurrences. Not that dr (B)(6) can recall.

Manufacturer narrative:
(B)(4). Q core medical ltd., is submitting the report on behalf of hospira. (B)(4).